Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. The icl turned over in the anterior chamber. The lens was explanted on (B)(6) 2011 due to pupillary miosis and the icl touched the conjunctiva. The bcva was 20/20 and the eye is ok. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Work order search, medical review. A lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Medical review - while the lens is being injected into the anterior chamber the surgeon must check for lens landmarks to ensure proper lens orientation. If this is not done, the lens may end up being implanted upside-down. Once the surgeon realizes of the improper orientation, the lens must be removed to avoid complications and a new lens should be implanted. This is normally done using the same incision. Based on the complaint history, work order search, medical review and the evaluation of the returned product, the most probable cause of this event was inadvertent injection and implantation of the icl upside-down. (B)(4).

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, (pupillary miosis). Explanted, (lens turned over in anterior chamber). Device evaluated by manufacturer? No. Lens not returned. (B)(4) - lens not returned.